Manufacturer narrative:
The field service engineer replaced the gear pump, flushed the sample and reagent probes, replaced the heatcut filter, readjusted the rinse station, replaced rinse nozzle tips, replaced cuvettes, and performed blank cell checks. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. For patient 1, the initial ca2 result was 1.51 mmol/l. The repeat result was 2.23 mmol/l. For patient 2, the initial ca2 result was 1.69 mmol/l. The repeat result was 2.33 mmol/l. For patient 3, the initial ca2 result was 1.90 mmol/l. The repeat result was 2.48 mmol/l. The initial results were reported outside of the laboratory. The ca2 reagent lot is 64590901 and the expiration date is 30-sep-2023.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.